Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Premicath placed on 20 july without any problems using a yellow cannula, rinsed with lipid beforehand. Placed on the ankle/leg. The catheter path is described as strange' by the user. Disinfected with octinisept/alcohol-free. Use of 10 ml syringes - however, he cannot always rule out occasional use of 5 ml syringes. End of treatment on 25 july. Premicath could be withdrawn 15 cm, then no further withdrawal possible. Treatment with heat, massage, rinsing with lipid. With only slight, minimal traction, the catheter is torn off at skin level. Positioning of the child, application of a tourniquet. X-ray performed, catheter surgically removed with minimal effort.

Event description:
Premicath placed on 20 july without any problems using a yellow cannula, rinsed with lipid beforehand. Placed on the ankle/leg. The catheter path is described as [?]strange' by the user. Disinfected with octinisept/alcohol-free. Use of 10 ml syringes - however, he cannot always rule out occasional use of 5 ml syringes. End of treatment on 25 july. Premicath could be withdrawn 15 cm, then no further withdrawal possible. Treatment with heat, massage, rinsing with lipid. With only slight, minimal traction, the catheter is torn off at skin level. Positioning of the child, application of a tourniquet. X-ray performed, catheter surgically removed with minimal effort.

Manufacturer narrative:
We received the catheter as a faulty sample. A 2 ml syringe from the manufacturer "bd" was connected to the ll hub of the catheter, and the area of the pink adapter was extensively wrapped with several adhesive bandages. The catheter tube snapped between the 13 cm and 14 cm markings. Microscopic examinations revealed a rough surface on the proximal fracture surface and a small offset. The snapped distal catheter tube was filled with dried blood, which was first cleaned off with a damp paper tissue. The snapped distal catheter tube was filled with dried blood, which was first cleaned off with a damp paper tissue. Here, a rough fracture surface was also visible. These characteristics of the fracture surfaces are typical of a rupture due to excessive tensile forces acting on the catheter tube during removal. In general, there are various events that can lead to a torn catheter: 1. Tensile force this can be caused by: changing dressings - in some cases, the catheter may stick to the dressing and additional pulling is required to remove it, which puts stress on the catheter tube. For babies, routine care (lifting the baby to change the bedding) and the baby's own movements can cause a tensile fracture. 2. Mechanical damage from a sharp instrument (e.g., scissors, tweezers, or scalpel) when changing the dressing. 3. Alcohol-based disinfectants. The customer stated that they had used a water-based disinfectant. The instructions for use warn against using syringes with a volume smaller than 10 ml: caution: do not use syringes smaller than 10 ml, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi (1,5 bar, 1125 mmhg) can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones. The customer also stated that the problem/rupture of the catheter tube only ever occurred with the 30 cm premicath. He conducted a test himself and found that the tensile strength of the 30 cm premicath is significantly lower than that of the 20 cm premicath. As the manufacturer, we can say that the catheter tubes of the different catheter lengths always have the same specifications and that such a difference as described is therefore not comprehensible. No deviations were found during the batch record review. The batch complied with the specifications and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. One batch was used for the assembly group of the catheter tube (involved code 6g35961013). The value of the tensile force of the catheter tube for batch 0130249 was min. 2.10 n and therefore within its specification (min. 1.5 n). There are three further complaints for batch 251124gt and four further complaints regarding a snapped catheter tube during removal/retraction for product code 1261.306 within the last three years. However, none of these further complaints are realted to a manufacturing fault. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.